Manufacturer narrative:
Follow-up #1: date of submission 02/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2016 with the following findings: the black box data from date of the complaint had been overwritten due to continued use of the pump. The current data showed no evidence of a "no power" event. The pump intermittently powered on with the returned battery cap. The battery cap threads were damaged. A test battery cap was used for all testing. The pump powered on with test battery cap to a dim discolored display. There were battery compartment cracks observed in thread area and below grip pad. The battery compartment threads were also damaged. There was evidence of moisture contamination inside the battery compartment. The pump case was cracked in a corner of the display area. The audio bolus button cover was torn in the center but still responsive. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A leak test showed that there was a leak due to the battery compartment crack. There was evidence of additional moisture contamination inside the pump on the battery canister.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted in alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.